Manufacturer narrative:
No further investigation could be determined since the product was not returned. No other complaints were filed against this lot number. All documents of the DHR were complete and in order.

Event description:
Event desc: it was determined that the xcela port was not working (being accessed for chemo). Catheter detached and migrated to the heart. Was successfully removed by dr. (B)(6) (interventional radiology) on (B)(6) 2015.